Event description:
(B)(6) reports via our sales rep that an accolade broach handle broke in a surgery during hammering at the area of the weld.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.